Event description:
The pt was being transferred from the chair to the bed. While moving, the leg strap became detached and the pt fell to the floor, striking their head. The pt suffered a bump to the back of head. It is not reported if the pt received medical attention.